Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 7 months. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during review of outside labs, the patient was found to have had a drop in hemoglobin from 12.8 to 7.2 in 1 months. The patient was requested to come into clinic to discuss results. At that time, the patient reported approximately 5 days of dark stools with lightheadedness and lower than normal flow on the lvad. The patient denied any vad alarms. The patient was instructed to go the nearest emergency department to be evaluated for gastrointestinal bleed. Hemoglobin was 5.6 at the outside hospital. The patient was transfused with 2 units of packed red blood cells (prbc) over a 24 hour period and was transferred to the implanting center. After being transfused with the units of prbc the patient was feeling significantly better. The patient denied any further dark stool since arrival. Anticoagulants at the time of event were aspirin and warfarin. No additional information was provided.